Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy coverage from the scs system. Consequently, surgical intervention was taken and the patient's scs lead was revised and moved to the top of t7. The patient reported receiving effective stimulation therapy postoperatively.